Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that dislodgement was noted on the patient's right atrial (ra) lead. When the lead was explanted, insulation breach was also noted. The remote transmission record of (B)(6) 2020 revealed noise and multiple auto mode switch episodes from september. The lead was explanted and replaced without any complication. The patient was recovering.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.